Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received multiple shocks and presented to the emergency department. The patient had ventricular fibrillation (vf) with detection and therapy. Re-detection appeared to have been inappropriate due to possible sinus tachycardia (st). The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.